Event description:
It was reported that during the procedure the subject coil detached prematurely inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. G4 PMA/510(k) - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was returned inside the syringe. The coil delivery wire was seen to be kinked/bent. The main coil was seen to be separated from the delivery wire. The main coil was seen to be intact. Functional inspection was not performed as the coil was returned already detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Per the event description the main coil was not detached as expected and during an attempt to retrieve the coil it detached inside the microcatheter. It¿s likely that the coil partially detached electrolytically and when retrieving the coil, the remainder of the wire broke at the detachment zone. An assignable cause of procedural factors will be assigned to the reported events: 'main coil prematurely detached/separated during use', 'main coil failed/unable to detach' and to the analyzed event: 'main coil prematurely detached/separated during use'. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the analyzed event: 'coil delivery wire kinked/bent'. The issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Per the event description the main coil was not detached as expected and during an attempt to retrieve the coil it detached inside the microcatheter. It¿s likely that the coil partially detached electrolytically and when retrieving the coil, the remainder of the pi wire broke at the detachment zone. However, as the device has not been returned this cannot be confirmed. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure the subject coil detached prematurely inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the subject coil detached prematurely inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.